Event description:
The manufacturer received information alleging a ventilator was alarming for a high inspiratory pressure alarm condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During the evaluation the device failed a test step during testing. The device's sensor board needs to be replaced to address the issues.